Manufacturer narrative:
The reported events of sensing noise and "capture trend started to increase" were confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impression. The cause of the reported events was isolated to external abrasion consistent with friction to the device can.

Event description:
It was reported that oversensing noise and consecutive premature ventricular contraction (pvc) episodes since (B)(6) 2022 and an increase in ventricular auto capture trends since (B)(6) 2023 was observed on the patient's right ventricular (rv) lead. Isometric testing was performed but the noise was not reproducible. The rv lead was explanted and replaced. The patient was stable before, during and after the procedure.